Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the keypad was intact with no evidence of peeling or damage. All of the keypad buttons were responsive. There was no evidence of contamination on key contacts. Unrelated to the keypad, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.